Manufacturer narrative:
The marksman catheter is expected to be returned for evaluation. A follow-up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a marksman broke during a procedure. The patient was undergoing flow diversion treatment for an unruptured, saccular aneurysm in the right paraophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 7mm and neck diameter was 5mm. Landing zone artery size was 4.2mm distal and 4.6mm proximal. The vessel was severely tortuous. A continuous heparinized saline flush was used and the devices were prepared as indicated in the IFU. It was reported that one flow diverter was deployed without issue. A second flow diverter was attempted. During advancement, it was reported that the flow diverter became stuck in the distal section of the marksman. The marksman reportedly "ruptured" in the distal section. The devices were removed; no ruptured pieces remain in the patient. A new marksman and flow diverter were used to complete the procedure without issue. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation: the marksman catheter was returned for evaluation with the flow diverter delivery system. It was confirmed that the marksman body was separated into two segments. As received, the distal segment of the flow diverter pushwire was found partially deployed outside of the marksman tip; the remainder was found to be stuck inside the distal segment of the marksman. For further examination, the flow diverter pushwire was pushed out of the marksman lumen. The marksman body was found to be accordion approximately 20.5 to 31cm from the distal tip. Additionally, the marksman body was found to be separated approximately 28.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and event description, the report of marksman separation was confirmed. The broken ends of the marksman exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿resistance¿ during delivery, subsequently causing the flow diverter delivery system and catheter to become stuck and damaged. However, the cause for resistance could not be conclusively determined. Additionally, the damages seen on the marksman body (accordion) suggest that excessive force was used (pushing and pulling). Our instructions for use (IFU) provides the following guidance, ¿movement of the microcatheter against resistance may result in damage to the microcatheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.